Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose level was 375 mg/dl. The customer stated he tried to clear the alarm by removing then reinserting his battery, but the alarm persisted. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device was received with cracked case at display window corners and display window and minor scratched lcd window.